Event description:
Rec'd info, the pt experienced a loss of therapeutic effect and no stimulation sensation. The ins displayed an elective replacement indicator. MFR's rep reports low out of range impedance readings. Further info stated when the physician entered the ins pocket, he noticed that the battery had been "twirled" and was twisted and in fact so badly that the extension had fractured just before entering the hub of the battery. A new extension was added as well as new battery. Impedances were checked and determined to be good. The battery was then set up with original parameters and the pt reported the next day that stimulation was once again active and working. This was not considered normal battery depletion. The explanted devices will not be returned to the MFR for analysis per hosp protocol.

Manufacturer narrative:
(B)(4).